Event description:
Customer reported patient went into asystole and unit did not alarm. Patient reportedly died, however, according to the customer, the death was not related to a malfunction of the equipment. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.